Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customer treated with manual injections. Troubleshooting was declined for high blood glucose level. Customer also reported that the insulin pump had blank display and display did returned after insulin pump troubleshooting. The insulin pump will be returned for analysis.